Manufacturer narrative:
Device evaluation summary: device evaluation of batteries sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. Upon investigation the batteries were unable to recharge or power on a monitor. The fuse was open in both battery packs. The cause for the open fuses was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned batteries sn (B)(4) and reported that the battery was unable to power on a monitor.